Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial lead exhibited episodes of noise resulting in inappropriate automatic mode switch. It was noted that the noise was reproducible in clinic with isometric exercises. Programming changes were made, however the noise and inappropriate automatic mode switch episodes were still observed. The physician opted to continue monitoring the patient. There were no patient consequences.